Manufacturer narrative:
Investigation results: device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device analysis findings: wolverine cb mr, ous 15mmx4.00mm, batch# 37175883 was returned for analysis. Visual, tactile, microscopic and wire insertion analysis was performed on the device. The inner shaft polymer extrusion was stretched and perforated, 5cm from the distal tip with a perforation on the outer shaft, 5.4cm from the tip of the device. The device could not be loaded on a 0.014 inch test guidewire due to the damage on the inner shaft polymer extrusion. No other device issues were identified during returned product analysis. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of unintended use error caused or contributed to event. It is likely that this damage occurred when removing the product mandrel and balloon protector from the device (unintended). This mandrel is placed into the inner/wire lumen to protect the patency of the inner wire lumen. The excessive force applied when removing the product mandrel also caused the inner wire lumen to stretch. The perforation was likely caused by using an excessive force when loading the guidewire which subsequently led to the perforation on the outer shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the guidewire could not be loaded in the catheter. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the guidewire could not be fed into the rx section and the wire got stuck. The procedure was completed with a different device. There were no patient complications. However, device analysis revealed that the outer shaft was perforated, 5.4cm from the tip of the device.